Event description:
Review of the record also noted no capture. New information notes that a lead reposition was performed on (B)(6) 2022. Patient was released from hospital and then presented to another facility on (B)(6) 2022 with heart failure, according to the cardiologist. The device was interrogated and was within normal limits. Both device and lead remain implanted with no allegation of malfunction.

Manufacturer narrative:
Correction: in section g3 as the date was enter incorrectly on the initial report. The correct date is (B)(6) 2022.

Event description:
It was reported that the patient presented for device check. The patient stated feeling randomly electrical pulses along the lower abdomen. Interrogation revealed no atrial sensing. An x-ray was ordered and was noted that the atrial lead was dislodged and had migrated back into the left subclavian vein. Programing changes were made. No revision or replacement has occurred at this time. Lead remains implanted. Patient will return for follow-up sometime in the near future. The patient was stable.